Event description:
It was reported the number 5 key was stuck. It was also reported that there was no direct pt involvement.

Manufacturer narrative:
(B)(4). The device was returned and evaluated by baxter. The device evaluation confirmed the #5, #6, #7, #8, and #9 keys to be inoperable caused by a failed keypad. It was observed that when any remaining functional keys are selected, an automatic output of the #5 key will occur following the selected key's function (e.g. When the #1 key is pressed 15 will be displayed. When in alphabetic mode and the abc key is selected, am will be displayed interfering with the mdl drug search). Baxter has initiated a CAPA to further investigate the reported event. The failed keypad was replaced.